Event description:
During a left medial epicondyle fracture procedure, surgeon was inserting the partially threaded cannulated screw and threads of the screw peeled. Surgeon retrieved all pieces of the screw. Surgeon used a backup screw to complete the procedure. This is 1 of 1 reports for this event, complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual inspection performed as part of the manufacturing evaluation revealed the screw was returned in 2 pieces. The threaded portion of screw is broken off from the rest of the screw body. There is extensive damage on the thread. The threads are deformed and the head and the shaft are also damaged. There are dents and nicks on the head and the countersink is damaged. There are nicks and markings on the shaft. The overall condition of the screw is poor. Also returned with screw is an unidentified washer. The relevance of the washer to complaint is unknown. Since no dimensional analysis could be performed on the relevant features due to the extensive damage and no lot number was provided this complaint is indeterminate from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)